Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
The bd clinical specialist reported on behalf of the vascular access team director that the sr 8 ultrasound (9770600) has poor image quality , stating the quality is grainy and dark. This is causing the end users to not visualize the needle. This impacts patients due to multiple new vessel access and delayed procedure.

Event description:
The bd clinical specialist reported on behalf of the vascular access team director that the sr 8 ultrasound (9770600) has poor image quality , stating the quality is grainy and dark. This is causing the end users to not visualize the needle. This impacts patients due to multiple new vessel access and delayed procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. During inspection the scanner was evaluated with the model 550 phantom, the image was found to be normal for the sr 8 scanner. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.